Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 during power-up of the device, but was unable to reproduce it. Evaluation determined the cause to be severed motor mount screws. The failed motor mount screws and motor assembly were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.